Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max was powered on but would not maintain aspiration power. Therefore, the procedure was completed using a back-up pump max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: a pipe cleaner was inserted into the penumbra system aspiration pump max 110 v (pump max) vacuum port, and blood was observed to be inside the pump. During functional analysis, the pump max was turned on but no vacuum was generated, and only the cooling fan turned on. Conclusions: evaluation revealed that there was blood inside the pump max. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly. The observed blood likely contributed to the pump max not producing vacuum during the procedure. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.